Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed horizontal cracks around the base of the chamber dome. One crack was between the hinge bracket and the ports. Smeared print and flow marks were also observed on the chamber dome. Conclusion: the smeared print suggests that the damage was caused by the chamber coming into contact with a solution containing ethanol/alcohol which has resulted in environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - set appropriate ventilator alarms. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare field representative that an mr290v humidification chamber was found to be cracked during the initial leak test. This was found before use on a patient.